Manufacturer narrative:
Approximate age of device ¿ 5 years and 6 months.  Manufacturer's investigation conclusion: the device remains implanted and the patient continues on vad support. The report that the patient felt a shock after touching an area of the external driveline that had some wear and tear could not be confirmed during the analysis. Rescue tape was applied to secure the worn area.the patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use outlines indications of driveline damage as well as how to respond to such events. Analysis of the log file provided by the customer confirmed elevations in pump power and estimated flow; however, a specific cause could not be determined through this evaluation. The instructions for use (IFU) for the heartmate ii left ventricular assist system explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient felt a shock when the driveline is touched. It was reported that the external driveline has some wear and tear. The hospital clinician was not able to replicate the shock. Rescue tape was used to cover the driveline and the patient has not reported any further events. No additional information was provided.